Event description:
The customer reported that after pipetting an htlv plate the technician observed that low sample/low diluent was pipetted into well a3 of the microwell plate. No error was generated by the summit. No death or serious injury was associated with this incident.